Event description:
It was reported that the patient¿s implantable neurostimulator (ins) turned off after passing through a metal detector at their workplace. The patient stated that they ¿maybe did not remember¿ if it had been on or had done ¿something differently. It was noted that the patient was unable to turn the ins back on or make an adjustment. They were unaware that the programmer had to be over the implant when making an adjustment if the antenna was not attached (which resolved the issue). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not experience any symptoms related to the event and it was just that she just could not figure out how to turn the implantable neuro stimulator (ins) back on. The patient referred to herself as a "newbie" and thought that she may have turned the ins off herself. It occurred the first day she had it and had never happened again. After the patient reviewed how to operate the programmer, the issue had not happened again.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r4uq, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).